Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Reportedly, the customer used cold insulin and did not practice the proper air removal techniques. Tandem technical support educated the customer this was off-label. Customer¿s blood glucose was 212 mg/dl. Reportedly, the customer either continued using the existing cartridge for insulin therapy or loaded a new cartridge successfully, received an accurate fill estimate.